Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging damaged interface cable. The reporter alleged the data port on the usb cable is bent and is not able to connect to charge the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Damaged interface cable- customer states the data port on the usb cable is bent and he is not able to connect it to charge the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.